Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV and "textured implants". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed deformation on the device. Observed creases on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV and "textured implants". Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV and "textured implants". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.